Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the threaded portion of the inserter broke off in the cup. The surgeon removed the threaded portion from the cup.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The hybrid offset shell inserter and fractured hex bolt were returned for review. Visual inspection reveals that the inserter shows signs of wear and tear, suggesting extensive use. The inserter hex bolt is fractured at the head and shaft junction. Review of receiving inspection report indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were inspected met specifications. The reported device is used for treatment. The event was likely due to a reduced cross-sectional thickness at the root of the bolt. This is caused by the drill point that is used in the hex manufacturing. A design change was implemented in subsequent lots to address this failure.